Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm or moisture damage to the electronics, motor, battery tube or vibrator assembly was noted during the visual inspection. The insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window, a scratched reservoir tube window and a cracked belt clip slot.

Event description:
Customer reported that the insulin pump returned a button error alarm after being exposed to rain. Blood glucose level was 104 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.